Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A SPINAL CORD STIMULATOR (SCS) EXPLANT PROCEDURE DUE TO AN UNKNOWN REASON. NO FURTHER INFORMATION COULD BE OBTAINED DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED A YEAR PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE.

Event description:
It was reported that the patient underwent a Spinal cord stimulator (SCS) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred a year prior to the date the manufacturer became aware.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number:7092157.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI): (b)(4). Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: 7092213.Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI):(b)(4) .Model Number/Catalog Number: SC-4318.Batch/Lot Number: (b)(6).Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI): (b)(4).